Event description:
The customer reported to customer service that the transformer housing for her breast pump cracked at the base and has come apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not witness any sparking, fire, flame or melting, but confirmed a breach in the transformer housing. She stated that after approximately one week of use, what started initially as a crack in the transformer housing eventually separated into two pieces. She also indicated that she would return the power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusions can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but not to the extent of the housing actually splitting apart. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. Should the product be received, resulting in new, changed, or corrected info, a follow up report will be filed.